Event description:
It was reported the patient experienced a recurrent cystocele with mesh exposure as well as dyspareunia and vaginal bleeding. The patient underwent a transvaginal revision, fascial repair of the cystocele below the mesh, and a double layer suturing of the mesh on (B)(6) 2014. No further patient complications were reported in relation to this event.